Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 54 (line number (B)(4) file number (B)(4)) and pump error 3 alarm due to software error. No unexpected pump error 42 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to successfully clear the alarm and were able to complete rewind . Customer stated they successfully complete steps in displacement verification table. Customer stated that pump error occurred during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.